Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 4 open pouches. Analysis and results: there are no previous complaints of this code batch. The (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. In spite of receiving defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, note of this incidence is taken and if any closed samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the thread broke easily.